Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the on site inspection, the medtronic representative reported that the upper side pressure switch was not fully engaging when the door was closed. The rep verified the rotor was in the correct position, the dingus was up and unlocked. The rep adjusted the switch via moving the bracket to the left and checked the balance on the other four switches. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the door would appear to be closed but there was a "door open" message on the pendant. No patient was present during the time of the reported incident.